Event description:
During a ptca procedure the balloon ruptured at 20 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the left circumflex coronary artery. Another catheter was used to successfully complete the procedure. A terumo introducer sheath, a mach 1 guide catheter, a encore inflation device, and a cypher stent were also used in this procedure. No patient injuries or complications were reported.